Manufacturer narrative:
A full evaluation of the device could not be conducted as the system controller remains in use and was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. (Calculated from the date when the system controller was issued to the patient). The patient remains on lvad support with no further issues reported. The system controller is still in use with the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a total loss of power resulting in a pump stoppage event. The patient was asymptomatic at the time of the event. A system controller data log file was submitted to the manufacturer's technical services representative. The log file captured one pump stoppage and two low speed advisory events. The pump stoppage appeared to be the result of a low voltage situation attributed to the batteries being totally depleted. The patient appears to sleep while on battery power and may not have heard the alarm. The patient was given instructions to not sleep while on battery support. No further events have been reported.